Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations : white particles observed on the device. It is not possible to determine the lot number or catalog through the photos provided. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.